Event description:
On 09/15: customer reports (B) (6) female pt having a retrograde pyelogram with stent placement when fluoro failed. Procedure was completed with use of rad digital spot films. No reported injury.

Manufacturer narrative:
Pending mfg investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.